Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. It was reported that the pt went to the physician's office and was admitted to the hosp with an infection at the arterial access site. The pt was treated with unspecified intravenous antibiotics for ten days. Multiple attempts have been made to obtain addtional info from the customer, but no info has been made available.

Event description:
The following additional new info was received from the customer subsequent to the initial report. It was reported that the pt presented with a firm, golfball size lump at the procedural access site. Surgical and internal medicine consults were obtained. The surgeon felt that surgical intervention was not deemed necessary. The pt was started on an unspecified intravenous antibiotic. After eight days of antibiotic therapy, it was reported that the lump in the groin "ruptured spontaneously" and was draining purulent fluid. A would culture revealed staphylococcus aureus. During the week of 03/27/2003, the pt was transferred to a nursing home as he required one more week of an unspecified intravenous antibiotic. It was reported that wound "cleared up" and the pt was discharged home after one week. The physician stated that the pt is doing "fine" to date.